Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.